Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that unspecified bd¿ safety glide needles were involved in needle stick injuries. Blood work was taken and no prophylactic medication was required.

Manufacturer narrative:
Investigation summary:bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Investigation conclusion: unable to determine a root cause as no sample, batch, or lot code was provided.

Event description:
It was reported that unspecified bd¿ safety glide needles were involved in needle stick injuries. Blood work was taken and no prophylactic medication was required.